Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate resulting in the pt receiving more medication than intended. At 1144, an unspecified channel of the device was programmed to deliver heparin (25,000 units/ 250ml) at a rate of 9.5 ml/hr with an unspecified vtbi (volume to be infused) and the delivery was started. After an unspecified amount of time, the nurse noted the display screen was not illuminated. The nurse reportedly unplugged the pump from ac power and then plugged the pump back in. At 1617, the device "alarmed indicating the bag was empty" and it was noted that the device displayed a rate of 60 ml/hr instead of the intended rate of 9.5 ml/hr. The device was removed from clinical service. The physician was notified and the pt was treated with 50 mg of protamine sulfate using a replacement device. At an unspecified time, the heparin therapy was resumed using the replacement device. There were no reported adverse pt sequelae. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.